Manufacturer narrative:
(B)(4). Device evaluated by MFR. Returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 70.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There were numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left main and left anterior descending to the circumflex branch. After a stent implantation, a kissing-balloon technique was attempted. The first balloon was inserted into mach 1 guide catheter, then a 3.00mm x 12mm nc emerge balloon was advanced. During the introduction of the nc emerge balloon, blood appeared in the lumen of the balloon. The device was removed from the patient's body and the shaft broke approximately 70cm from the hub after it was removed from the patient. No patient complications were reported and the patient's status was stable.